Event description:
After the implant of the cardiomems sensor, the patient was experiencing heart failure symptoms and dizziness. Additional information has been requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Multiple attempts were made but additional event information could not be obtained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.